Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that they had high blood glucose. The blood glucose at the time of the incident was 320 mg/dl. Mother states the previous nigh the customer was at 400 then in the morning it came down to 50 mg/dl. She states the customer went over 600 mg/dl. Mother delivered 16 units of insulin to treat and changed the set and reservoir. Troubleshooting was attempted, but mother declined. She states the pump alarmed no delivery. The device will not be returned for analysis.